Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that there were inaccurate sensor readings that triggered a threshold suspend and experienced the high blood glucose. The customer¿s high blood glucose was 400 mg/dl. Customer stated that sensor glucose suspended on insulin pump and the reading was off by 100 points. Suspend on low limit in sensor settings was at 60 mg/dl. The sensor will not be returned for analysis.